Event description:
It was reported on a remote monitoring transmission, the atrial lead had a high threshold and there was possible undersensing noted during atrial high rate episodes. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).